Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular (rv) lead had dislodged and failed to capture. The lead was explanted and replaced. The patient was in stable condition.

Event description:
New information received notes that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the lead exhibited high capture threshold. X-ray was performed which confirmed the lead dislodgement.